Event description:
It was observed that during the device evaluation, the flex video scope foreign had matter came out of the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was not confirmed. The instruction manual states the detection method associated with the event in "gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures.". The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. Olympus will continue to monitor field performance for this device.